Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, lot# 0212031002, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received unknown morphine (20 mg/ml, 6 mg/day) in an implantable pump for an unknown indication for sue. The patient's concomitant medications were known, but not reported. The patient was seen for a follow-up appointment and experienced no therapeutic effect. There was a difference between the expected residual volume (erv) and actual residual volume (arv). The situation was thought to be typical of catheter problem. The diagnostics/troubleshooting performed included pump refill and an x-ray "controll" with contrast fluid in the side port of the pump. The catheter pump segment was determined to be kinked. During the catheter revision, the sleeve of the connection was dislocated. A partial catheter explant of the pump segment occurred on (B)(6) 2017. The issue was considered resolved as of (B)(6) 2017. The explanted catheter portion would be returned. The patient status was reported as alive with injury. No further complications were reported/expected.

Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# 0212031002, implanted: (B)(6) 2016, partially explanted: (B)(6) 2017, product type: catheter.

Event description:
The implant dates of the pump and catheter were now provided. The revised catheter (explanted pump segment) was being returned. The spinal portion of the catheter and pump were confirmed to have

Manufacturer narrative:
Analysis of the catheter, model# 8780, lot# 0212031002, found a catheter body kink which occluded during pressure testing if bent to a narrow radius. The kink was seen at the distal portion of the transition tubing.

Manufacturer narrative:
Please note the manufacturing site ID was updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A representative further provided the pump serial and patient¿s weight. This was a throat cancer patient. The representative requested from the neurosurgeon the patient¿s medical history but this information was not provided at this time but expected from the neurosurgeon. It was also reported that the discrepancy was ¿the hole refilled volume of 18ml¿. The actual residual volume was greater than the expected residual volume. The pump could not deliver, because of the kink.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.